Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection showed the grip and pitch cable were intact with no signs of damage. The instrument grips were manually manipulated, the grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.